Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove air from the cartridge prior to filling it. Technical support educated the customer that air removal step must be completed prior to filling the cartridge. Customer declined to load a new cartridge and continued using the current cartridge. There was no reported impact to the customer¿s blood glucose level.